Event description:
The customer informed olympus, the physician and operator had extensive burning to their eyes after trying to load acecide-c bottles into the subject device. The bottles would not fit and when closing the drawer, the bottles leaked and caused excessive fumes. The physician was informed by olympus to remove eye contact lenses and flush with copious amounts of water. A request for additional information is in progress. This event includes 2 reports as follows: (B)(6) is for the physician exposed to the chemicals, with burning eyes. (B)(6) is for the operator exposed to the chemicals, with burning eyes. This is report 2 of 2 for (B)(6) is for the operator exposed to the chemicals, with burning eyes.